Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. The patient presented with chest pain and an acute myocardial infarction. The totally occluded target lesion was located in the right coronary artery (rca). A 3.5x32mm taxus stent was advanced to the lesion and deployed. Post procedure, the patient was administered plavix. Three years later, the patient had in-stent thrombosis. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).